Manufacturer narrative:
Date of submission 22-dec-2017 the device has been returned and evaluated by product analysis on 12/06/2017 with the following findings: on examination both o-rings in the syringe were pinched between the plunger and the cartridge barrel. Investigation duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event.